Event description:
In different situations, for instance during priming or at the end of treatment, where the set has been exposed to hard pressures, there has been reports about pods bursting in fluid or blood floating from the pressure pods (access or filter pods). One sample received on october 3, 2005.